Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 431 mg/dl at the time of incident. The customer was reported that the insulin pump had motor error, the act button didn't respond. The customer was assisted with troubleshooting and reported that they were unable to rewind the insulin pump. The customer stated that the drive support cap appears to be normal. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button.no button error alarm during testing. However, keypad flattened button dome switch (creased) was found on up and down. The motor was tested outside of the device and passed.